Manufacturer narrative:
Continuation of d10: 439678 lead implanted: (B)(6) 2026; 310c33 tissue valve implanted: (B)(6) 2026 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead triggered a warning for high rv defibrillation coil impedance, and high rv tip to rv coil bipolar impedance. The rv lead remains in use. It was also reported that the left ventricular (lv) lead triggered a warning for high lv tip to rv coil impedance. The lv lead remains in use. It was additionally reported that the surgeon performed a rv lead revision and disconnected the lead, cleaned it, placed the cardiac resynchronization therapy defibrillator (crt-d) device back in the pocket and performed numerous impedance and threshold tests, all within range. When the physician reinserted the rv lead they burped the set screw, did a tug test, and took an xray. The xray looked the same as the day before when the discussion was still focusing on the rv lead and crt-d header connection being the issue. All impedances were in range overnight after the revision and then the 3:00 am measurements were in range as well. During the morning impedance checks around 8:00am the rv lead had high rv defibrillation coil impedance. The physician elected no further action and the patient was discharged with a life vest. The crt-d remains in use. No patient complications have been reported as a result of this event.